Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the procedure was ultimately converted to open surgery caused by the placement of the patient side cart (psc) and a splenectomy was performed due to bleeding complications associated with the use of a third-party ligasure device. Prior to converting to open, the procedure had initially been converted to a laparoscopic approach because of limitations with the monopolar curved scissor (mcs) instrument when separating the kidney from the spleen. The issue was not related to the mcs's function; rather, the limitations were due to a reduced working length caused by improper placement of the patient side cart (psc). The surgeon does not believe that the da vinci system, instrument, or accessory contributed to the reported issue. Following the conversion to laparoscopic surgery, during the mobilization of the kidney with gerota's fascia from adjacent structures and the spleen using a third-party ligasure device, the splenic blood vessel was inadvertently injured, resulting in 700 ml of bleeding. The procedure was then converted to open surgery and the bleeding was controlled through compression and suturing. The patient received a transfusion of 2 units of blood and tolerated the transition well. The procedure was completed, and a splenectomy was performed to address the bleeding complications. There are no concerns about this event leading to any long-term complications, and the patient did not experience any post-operative complications, except for an extended hospital stay. The patient has since been discharged and has fully recovered.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.